Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead presented to the emergency room with a heart rate of 28 beats per minute. The device was interrogated and found to be in storage mode, resulting in no pacing outputs. Noise on the rate/sense portion of the lead was also noted which resulted in numerous diverted stored episodes. The device was explanted and successfully replaced. This lead was also explanted and replaced. It was later reported that this lead had fractured prior to explant. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was not returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.